Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a clamshell repair (reported under MFR #2916596-2024-01043) done on their heartmate ii driveline by abbott engineers in (B)(6) 2024. The patient recently noticed several areas on their driveline needing repair and reported multiple low battery alarms with three bars on the battery power gauge. Log files were submitted on (B)(6) 2024 for evaluation as the patient was admitted for a scheduled driveline splice the following morning. It was noted that there was significant damage present to the driveline and system controller power cable. It was suspected by the customer that the low battery alarms may have been related to the system controller power cable damage. Due to the damage on the system controller power cable, the patient was changed onto a new controller. Following review of the log files by tech services, it appeared there were a few clusters of pulsatility index (pi) events throughout. It appeared that there was no evidence of any type of electrical percutaneous lead conductor issue per the initial log file review and that the damage to the percutaneous lead outer jacket was cosmetic. There appeared to be no notable alarm conditions or parameter changes in the log files, only routine events. The heartmate ii left ventricular assist device (lvad) appeared to be functioning as intended. It was communicated on (B)(6) 2024 that the driveline distal end repair was performed per procedure. The patient was discharged home and was reported to be stable. It was reported the patient did not receive any further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the controller power cable was unable to be confirmed; however, the reported low battery alarms was able to be confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 5 days (06jul2024 ¿ 10jul2024 per timestamp). Throughout the entire log file, while connected to any power source, the relative state of charge (rsoc) voltage associated with both power cables fluctuated. While connected to batteries, the rsoc fluctuations caused intermittent low battery advisory alarms to activate due to being outside the expected voltage range. The alarms were not associated with power source exchanges and resolved quickly after activating. Pump operation was not affected. The heartmate ii system controller (serial number (B)(6)) was not returned for analysis. No photos of the power cables were submitted for review. Information provided by the account stated that the low battery alarms resolved after exchanging the system controller. The root cause for the reported events was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use (rev. C) section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including low voltage alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.